Event description:
The following was reported to hamilton medical ag: summary: the failure occur during ventilation and ventilator switched to safety mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: the failure occur during ventilation and ventilator switched to safety mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that during ventilation, the ventilator entered several tfs during suction manoever. The patient was moved to another device. Never the less, the event did not cause or contribute to a death or serious injury to a patient. Based on the logfiles the issue was confirmed. The recommended correction was to install the latest software version, as safety ventilation is prevented in software version 2.0.7 and higher. It was not confirmed of the software was updated. If the same technical faults are triggered, the ventilator will enter safety ventilation mode. In this state, ventilation is maintained, and the patient can be transferred to another ventilator in a controlled and safe manner.

Event description:
The following was reported to hamilton medical ag: summary: the failure occur during ventilation and ventilator switched to safety mode.